Event description:
Patient was injected with bovine collagen in the lips and periocular lines. "After one month, swelling and redness and itching on the periocular lines." Treatment required: "antihistaminic". No other diagnosis provided.